Event description:
It was reported that during a thyroidectomy procedure the device was getting hot and didn't work properly. Another device was used to complete the case with no adverse pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.